Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and a bolus via the pump was delivered. The customer did not know the cause of the high bg and thought that she may have inadvertently stopped the insulin delivery during the night. As the event had occurred during the night, tandem technical support advised the customer to discuss the event with a healthcare provider.